Event description:
The registered nurse was removing the arterial line from the pt. The suture were removed and when pulling arterial line, only a very small portion of catheter came out of pt. The physician was immediately notified and came to the pt beside. General surgery was consulted, pressure applied. Pt was taken to operating room for exploration and removal of the piece of arterial line catheter. Peripheral pulses and perfusion good.

Manufacturer narrative:
(B)(4). No product or images were returned to assist in our investigation. Per quality control specification, it is confirmed that the correct type and size of material has been used (level I), and correct proximal fittings are clean, free of damage, and securely attached. In addition, per specification, the tubing is required to have a tensile strength of at least 2.2 pounds and withstand three injections at 630 psi. Based on the info provided, it is possible that the device met resistance beyond its design during removal, however, an exact root cause cannot be determined. We will continue to monitor for similar complaints and have notified the appropriate personnel. Quality engineering risk analysis was reviewed and the risk is considered acceptable and further risk reduction activities are not required.